Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels since (B)(6) 2016 (up to 380 mg/dl). The customer also had trace ketones on (B)(6) 2016. Elevated bg levels were addressed via correction bolus from the pump and with manual injections. The customer had changed out sites and tubing multiple times, but had not changed the cartridge prior to the day of the call. Reportedly, the cartridge had been in use for one week and the customer had noted air bubbles. On the day of the call, damage was observed at the base of the cartridge patient line, as it appeared stretched. The customer stated that the patient line had been pulled, likely causing the damage. The cartridge was changed out to a new cartridge/insulin and the customer's bg level was noted to be lowering (280 mg/dl)

Manufacturer narrative:
This final supplemental report is being submitted per FDA request to resubmit the content of the 1st supplemental MDR. D1, d2b d1, d2b.